Manufacturer narrative:
Age or date of birth, weight, and race: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not implanted as the cartridge cracked. Additional information received revealed that it was the tip of the cartridge that had cracked. Only the cartridge tip made contact with patient's operative eye. There was no patient injury and no other intervention was required. The original lens was discarded. No other information was provided.